Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Further, the IFU states that users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, the patient was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, a radiology consult reportedly revealed a type ii endoleak originating from a patent lumbar artery. It is unknown whether aneurysmal enlargement was present. On (B)(6) 2013, an intervention was performed whereby a contralateral leg component was implanted distally into the left common iliac artery. The physician reportedly placed the device just proximal to the hypogastric artery to gain coverage of a new and unrelated aneurysmal left common iliac artery. The type ii endoleak was not addressed during this procedure. The endoleak will be monitored, and the patient will be re-evaluated at a later date.